Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received tip blunt/broken. No negative impact in state of health reported.

Manufacturer narrative:
Investigation: the device was returned to the manufacturer for evaluation. During the technical inspection, the customer's reported issue ("tip blunt/broken off") was confirmed. The tip of the cannula had fractured. Based on the condition of the component, it is likely that the breakage resulted from mechanical impact. Due to the small dimensions of the cannula, careful handling is required. There is no indication that the cannula fractured during use, and no similar complaints were reported during the relevant period. The investigation did not identify any root cause related to the device design, labelling, or production history. All manufacturing and quality control records were reviewed and showed no non conformities. The labelling was verified to contain appropriate instructions and warnings. A review of the complaint history revealed no increase in comparable cases, and no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).